Manufacturer narrative:
The device was received for evaluation. During functional testing, an "unspecified error" was not reproduced. A review of the event history log revealed system error 345 messages on the reported event date. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. The ultrasonic sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump for a customer reported issue of "unspecified error" it was determined as a system error 345. There was no patient involvement. No additional information is available.